Event description:
Fire involving porta scan 3d bladder scanner md-6000, serial number (B)(6), manufactured by media co ltd. The device uses a common style of charger plug and receptacle allowing a wide variety of chargers to be plugged into it regardless of voltage or amperage. The device also seems to lack overcharge/overcurrent/over voltage protection on the battery charging circuit. The combination of these design flaws allowed an incorrect charger to be plugged in, overheating the device and resulting in a fire.